Event description:
First a neuroform 4.0x20mm was placed in the internal carotid artery. No problem. After this, the physician placed the excelsior 1018 catheter in the aneurysm and tried to push the matrix-coil (matrix 3d 6mmx15cm) into the aneurysm-dome. 14cm of the coil were already pushed in the aneurysm, when the physician, saw that one loop of the coil was not in an ideal position. He tried to pull the coil back a little bit to position it again. The pulling back worked but only for 1 cm. Friction was felt and at this point he could not move the coil any more. No push, no pull. When he noticed he could not move the coil in any direction he tried to pull the microcatheter back a little bit. When doing this he suddenly felt, that the coil must have detached. The matrix-coil was the first coil used in this intervention. The procedure was finished successfully with gdc-coils.